Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crtd) reported gurgling in mid chest and pacing impedance was high within normal limits. The symptoms correlated with stored ventricular tachycardia episodes where anti-tachycardia pacing (atp) was delivered, no shocks were delivered as per programming, however the rhythm did not convert. It was also noted that the device had reached elective replacement indicator (eri) and a replacement due to normal battery depletion was performed. This crtd remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crtd) reported gurgling in mid chest and pacing impedance was high within normal limits. The symptoms correlated with stored ventricular tachycardia episodes where anti-tachycardia pacing (atp) was delivered, no shocks were delivered as per programming, however the rhythm did not convert. It was also noted that the device had reached elective replacement indicator (eri) and a replacement due to normal battery depletion was performed. This crtd remains in service. No additional adverse patient effects were reported.